Event description:
Occurred 3 weeks before the data of the reporting. The device was in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.